Manufacturer narrative:
Concomitant medical product: 4076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on the current electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.